Event description:
It was reported that the patient presented in the emergency room lightheaded and dizzy followed by a fall. The device could not be interrogated with two different programmers. Telemetry tests were done and all failed. Device was explanted and replaced. Patient condition was fine post-procedure with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. The low battery voltage was caused by premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.